Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a stained address/serial number label.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated they were unable to press any buttons on the insulin pump. Customer's blood glucose was 286 mg/dl at the time of incident. The mother also reported the customer experienced a blood glucose of 600 mg/dl over the last month. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.